Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that all is working properly and the instruments are verifying. They have had multiple cases and all went well.

Manufacturer narrative:
The software is behaving as designed. The site updated their imaging protocol and are no longer experiencing the issue described. Only logs provided no stealth export so unable to assess trace pattern or convergence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional was tracing and collected points to give a 0.4 metric. However the points were showing up posterior in the scan when touching known landmarks as well. They retraced without resolution. The manufacturer representative stated that this exam was from july and since then the site has made adjustments to the scanner for better quality and has not had issues since making the scanner adjustments. The rep had a case following this one that performed with an in house exam that was done recently. There was less than an hour delay in the procedure. No impact on patient outcome.